Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated the alleged inaccuracy started on (B)(6) 2013, at 10:35 p. M. When he obtained blood glucose result of ¿488, 453 mg/dl¿ with the subject meter, performed within 20 minutes from each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 20%. At the time of the follow-up call, the patient informed the mss that he tests his blood glucose 4 times a day and that his normal/typical blood glucose readings range from ¿90 mg/dl¿ in the morning, ¿130 mg/dl¿ in the afternoon, and ¿100 mg/dl¿ in the evening and at bedtime. The patient stated that he ¿does not take any medication for his diabetes¿ and manages it with ¿diet¿. The patient denied taking any action in regards to his diabetes management regimen in response to the alleged inaccurate result(s). On (B)(6) 2013, at 10:00 a. M., the patient stated he developed symptoms of ¿irritated, sweaty, and dizzy¿. The patient self-treated with orange juice and confirmed he began to feel better, 5-10 minutes afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/17/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.